Manufacturer narrative:
The customer reported complaint for the platform displayed a user advisory (ua) 12 (lifeband not present) error message was confirmed during functional testing and archive data review. To resolve the issue, the belt clip switch assembly was adjusted to a parallel position. Visual inspection was performed and found a damaged load plate cover, unrelated to the reported complaint. Following the replacement of the load plate cover, the device was further tested and passed all testing criteria with no issues or faults observed. The autopulse platform is a reusable device and was manufactured in 2008 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. During functional testing, the lifeband clip detect switch inspection shows that the switch lever was not able to close and not parallel to the switch case resulting in (ua) 12 as expected. After readjustment of the switch lever and verification using a standard belt test clip aid, the platform was further tested and operated as intended without any further issue fault or error. The returned platform never had the preventive maintenance performed for 4 years. The archive data was reviewed and contained (ua) 12 error message on the reported event date. Following the service and repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse sn (B)(4).

Event description:
The patient was placed on the autopulse platform, however, platform failed with user advisory (ua) 12 (lifeband not detected) error message. The patient was repositioned, but platform failed again with user advisory (ua) 12 error. Manual CPR was immediately performed. No known impact or patient consequence was reported. No additional information was provided.